Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the reservoir leaked insulin during normal use into the insulin pump reservoir compartment due to the reservoir was cracked. Nothing further was reported.